Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for tina-quant hemoglobin a1cdx gen. 3 (a1cx3) on a cobas c513 analyzer. The initial a1cx3 result from the c513 analyzer was 7.8%. This result was reported outside of the laboratory. The repeat result on a different c513 analyzer was 6.2%. The repeat result was believed to be correct. It is not known if an adverse event occurred. There was no allegation that an adverse event occurred. The a1cx3 reagent lot number was 21196501 with an expiration date of 31-aug-2018. The field service engineer (fse) visited the customer site and did not identify any issues. Rinse and instrument checks were normal. The customer ran successful calibration and qc results were near the mean. The instrument is performing within specification. Since the fse visit, the issue has not recurred.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.